Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that three module had failed patient side occlusion test during preventative maintenance. The pressure sensors were replaced, and still they did not pass the occlusion test. This was reported to bd representatives during their site visit. There was no patient involvement.

Event description:
It was reported by the customer that three modules had failed patient side occlusion test during preventative maintenance. The pressure sensors were replaced, and still they did not pass the occlusion test. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: unique identifier (UDI), medical device serial, device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, d, g codes, manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported three pump modules had failed patient side occlusion test was not replicated during laboratory testing. The returned devices were evaluated, and testing performance demonstrated the devices work under specifications. The test results for replicating the issue do not show an error during the preventive maintenance. Asm tests passed without errors or malfunctions. The patient side occlusion test alarming for occlusion on patient side passed with a recorded pressure of 9.1 psi and 7.8 psi. The suspect pump modules was set for a functional test infusion programmed for a rate of 500 ml/h and vtbi of 1000 ml; the test was completed without any alarm or anomalies being noted. An analog pressure sensor task was performed utilizing alaris system maintenance; voltages from patient side and bottle side sensors were under the specified range of operation when applying zero force but performing within specification when applying full force. No conditions were identified during the internal or external inspections that are linked to the reported events. All parts inspected were manufactured by bd. The suspect pump modules logs were retrieved from the systems to ascertain event details associated with the reported event. The event date and time was not reported. A review of the last two-month logs showed the error code 240.4150.5 (sensor broken high failure), this error code appears on both pump modules in different months. The error logs showed the next error code 240.4150.5 on the pump module (s/n: (B)(6)) in the following days: 04jun2025, 16feb2025, 06mar2025, 25mar2025 and 27mar2025. The error logs showed the next error code 240.4150.5 on the pump module (s/n: (B)(6)) in the following days: 28jun2025 and 02apr2025. No active infusions were programmed on the last day the pump modules were used. Suspected devices were added to the same pcu, operated on for 4 to 5 minutes, and then turned off. Alaris system with guardrails suite mx v12.1 user manual states; failure to follow proper administration set loading instructions might lead to an instrument malfunction. Before operating the instrument, verify that the administration set is free from kinks and correctly installed. Use lowest occlusion pressure settings when infusing at low or very low flow rates. High occlusion pressure settings result in longer time to alarm when an occlusion occurs. The optimal occlusion alarm limit achieves a balance between the risk of false alarms and timely response to occlusions. To avoid interruptions in therapy, the limit should be set at a value higher than the expected actual working pressure, which will allow normal events such as patient movement and titrations to occur without alarms. Ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms. Ensure tubing placement is over pressure sensors. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)) the device was disassembled for this investigation. Please replace the bezel assembly of the pump module and pressure sensors. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) the device was disassembled for this investigation. Please replace the bezel assembly of the pump module and pressure sensors. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report was that three pump modules had failed patient side occlusion test was not determined or replicated during laboratory testing. The returned device was fully evaluated; laboratory testing performance demonstrated the device alarming for occlusion as intended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: a0709 - device sensing problem (2917), g0301204 - pressure sensor, c16 - manufacturing process problem identified, d0302 - quality control deficiency. Additional information: manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that three modules had failed patient side occlusion test during preventative maintenance. The pressure sensors were replaced, and still they did not pass the occlusion test. This was reported to bd representatives during their site visit. There was no patient involvement.